Manufacturer narrative:
The customer confirmed there was no harm, but indicated they did not administer medication such as etilefrine or noradrenaline to treat low blood pressure with their previous monitors, previously using map measurements. The customer has not compared use of the two types of monitor on the same patient but they have collected data on the patients. It was indicated the systolic measurements are similar to previous monitors, but diastolic and map measurements are lower. The customer uses invasive reference with philips monitors but could not provide what reference was used for the previous monitors. Based on the information received, it was not established whether the blood pressure measurements were incorrect, only that they are lower in comparison with their previous monitors with unknown reference; therefore, it remains unknown whether the administration of blood pressure medications was inappropriate for patient condition. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported in the pediatric operating room, the non-invasive blood pressure measurements are displaying incorrectly low values, especially diastolic measurements. The incorrect measurements have led to increased medication administration for low blood pressures. It was indicated there was no harm related to this medication.

Manufacturer narrative:
Additional information was received, which indicated blood pressures are typically measured with the cuff on the limb over the patient's pajamas, which can affect the measurement; therefore, the customer plans on taking measurements with cuff to skin. Biomed did not know what reference was used with the previous non-philips monitors. The customer also indicated when the diastolic measurement goes below 35 mmhg, it tends to much lower than 30 mmhg after that. The customer indicated they generally do not have to provide blood pressure support in their patient population but have seen more interventions recently since switching to philips devices. Internal investigation at the hospital is ongoing. Further review of the event indicates there was no actual patient harm related to the administration of the unnecessary medication; however, this administration of unnecessary medication can be considered a medical intervention to preclude permanent impairment. The event date was updated based on additional information received from the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Through communication with the clinical application specialist, it was confirmed that the customer's monitors were configured with the invasive reference mode. Research and development (r&d) provided input that the reference mode for pediatric cases should be set to auscultatory. R&d recommended the customer keep the reference as auscultatory for pediatric cases. Based on the information available and the testing conducted, the cause of the reported problem was the use of the invasive reference standard mode over the auscultatory reference for pediatric patients. The reported problem was confirmed. A clinical harm review was performed. The reported event of unnecessary medication administration was reviewed by the post market surveillance (pms) clinical expert. The customer was using the invasive reference mode with their host monitors for pediatric patients, so it was recommended to change this to auscultatory mode for pediatric cases; therefore, there was no malfunction of the device. This event is assessed as possibly related to use error or inherent use of the device. Further, this event is assessed as labeled and predicted in the risk document. No further action is required. If additional information is obtained about this event, the pms clinical expert will review. The monitor was reconfigured for auscultatory reference mode for pediatric cases. The device was operational after repairs were completed.